Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, there was foreign matter in the tube. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6) college. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b5. "Defects: 1 tube body found deformed, 1 tube found with foreign objects, 1 tube body found with scratches." D10. Device available for eval- yes; d10. Returned to manufacturer on: 03jan2024; h3. Device returned to manufacturer- yes; h3. Device eval by manufacturer- yes; imdrf annex a grid. A0504 . H.6. Investigation summary: bd received 3 samples and 2 photos for investigation. After review and analysis of the customer photos, in the second picture the first tube has a disfigured tube wall, the second tube has a scratch on the side of the tube wall, and the third tube has brown spot at the bottom of the tube. After further inspection of the customer samples the disfigured tube is considered a short shot and the brown spot at the bottom of the tube is considered a burnt gate (molding defect). 2 of 3 customer samples failed visual inspection for molding defects (short shot is seen on one tube and burnt gate at the bottom of another tube). 1 of 3 customer samples failed visual inspection for scratch on the product. Retention samples were visually inspected and 1 of 30 had a scratch on product/component. Therefore, bd is able to confirm the customer reported defect for scratch on product/component. Bd is unable to confirm disfigured product/component and fm-unknown. However, bd is able to confirm the disfigured product/component as short shot and fm-unknown as a molded part has a defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for scratch on product/component, short shot, and molded part has a defect. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, there was foreign matter in the tube. No patient impact reported. Customer verbatim: defects: 1 tube body found deformed, 1 tube found with foreign objects, 1 tube body found with scratches.